Event description:
Implant failed to osseointegrate.

Event description:
This report summarizes four 4 malfunction events. A review of the events involved abutment with engagement issues. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There are a total of four (4) malfunctioned events. All four (4) units were returned for investigations. The investigations concluded as follows: 1 of the 4 units: concluded the product function as designed. 1 of the 4 units: concluded the product was damaged by the end-user. 1 of the 4 units: concluded a determination could not be determined based on the information provided. Three of the units returned were with valid lot numbers the device history records were reviewed for any nonconformance. These units did not have any note nonconformances. Therefore, the conclusion is the units were manufactured to specifications. 1 of the 4 units concluded with a manufacturing bur located within the screw chamber. A valid lot number was not reported for this unit. Therefore, a device history review of a lot could not be performed. The manufacturing bur is can be removed during the cleaning and deburring process. Updated information. The original file was sent on 10/29/2021 for 3rd quarter. Additionally, the details for report number 1060818-2021-12025 were previously submitted on 10/29/2021. The original report was accidentally overwritten on 11/10/2021 when a single MDR event dated 10/11/2021 for complaint (B)(4) was processed, keyed, and transmitted. The single MDR event for complaint (B)(4) should have not been assigned 1060818-2021-12025 because 1060818-2021-12025 had already been used and transmitted. Report number 1060818-2021-12025 was originally slated for the 2021 3rd quarter voluntary summary malfunction report covering fractured hex abutments. MFR report number 1060818-2021-15679 was created to allow for the correction of the single MDR event associated with complaint number (B)(4). Overall, the submission of 1060818-2021-12025 is to correct and reinstate report 1060818-2021-12025 which was overwritten in error on 11/10/2021.